Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on the day of implant of the implantable cardioverter defibrillator (ICD) system after the patient was discharged the patient had two episodes of syncope. The device was checked and it was observed that he right atrial (ra) lead had far field r-wave (ffrw) oversensing. The lead remain in use. No further patient complications have been reported as a result of this event.